Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. According to clinical/medical investigation, responses to the clinical requests were not provided; however, per complaint details, the drill broke during use with the instruments outside the patient. Based on this limited information, the root cause could not be determined. Reportedly, there was no surgical delay or patient injury/impact as the procedure was completed with a backup device; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that during surgery the drill guide jammed up and broke. The procedure was completed with a smith+nephew backup device. No delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.